Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a surgical procedure and a magnet was in place. A remote transmission noted two ventricular high rate episodes, oversensing on the right ventricular lead, that correlate to the time of the procedure. The episodes were probably electrocautery generated electrical noise that was recorded by the device. The nurse confirmed the procedure time. The device remains in use. No patient complications have been reported as a result of this event.